Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges the consumer just got into town and was trying out, the unit when he allegedly fell out of the unit and broke 3 bones.